Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports when biting down the upper front and lower front teeth contact each other. None of the molars contact each other so can't fully bite down with them when eating. Additionally, the lower front teeth have become slightly less straight.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.